Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that the fell three weeks ago and when they fell they hit their implant in their back really hard. Pt said that ever since then they don't really feel stimulation and they hurt really bad around the implant. Pt said they still have been charging the device everyday and pss understood that the stimulation was still on. Pt said they have an upcoming appointment with dr. (B)(6) (with etsu in (B)(6)) on friday, january 7th at 8:20 am and would like a medtronic rep to be at the appointment. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.